Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented at the hospital after the device delivered an inappropriate shock therapy. During a computerized tomography scan, the lead was noted to be dislodged. The lead was explanted and replaced. The patient was stable post procedure.